Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead wires into the external auditory canal secondary to cholesteatoma. Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.